Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant, therefore the expiration date is not known. The devices are not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable devices not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported the physician performed an uneventful brevera breast biopsy procedure on (B)(6) 2018 and the patient was discharged home. "That evening, she had excessive bleeding and called the ambulance. No surgical intervention nor hospitalization was required; the ambulance personnel was able to stop the bleeding using compression".